Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in hospital for interrogation prior to normal generator change. Upon review, the right ventricular lead threshold had increased from previous interrogation. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.